Event description:
During preventive maintenance, the centrifugal pump motor control module display intermittently blanked out. There were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
No consequences or impact to pt. Evaluation anticipated, but not yet begun.